Event description:
Upon opening the anora, natera, single nucleotide polymorphism (snp) microarray chromosome analysis collection kit in the operating room, I noticed the specimen container inside the kit did not have nss solution in it. It appeared the solution had leaked ut because there were still droplets of a solution inside the container. I decided to discard the kit and use a new natera kit as I wasn't sure if the container integrity had been compromised. Miscarriage.